Event description:
The lay user/pt contacted lifescan on november 6, 2007 and alleged that his one touch ultra meter was not powering on. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that the alleged issue first occurred a week earlier at 10:00 am. He also mentioned experiencing frequent urination and blurred vision after the reported issue began. The pt reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. At the time of troubleshooting, it was verified that this was not a new product and based on the information provided, there was no misuse. The pt was using the correct test strips and the battery was installed correctly. However, the pt had not replaced the battery per the owner's manual (use error). The alleged issue is not resolved because the pt did not have a replacement battery at the time of the call. This complaint is being reported because the alleged issue was not resolved and the pt reported experiencing symptoms suggestive of hyperglycemia after the reported issue began. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.